Event description:
Same case as manufacturer's report # 6000089-2006-02581, # 6000089-2006-02582. It was reported that 348 days after implantation of 2.5x24mm, 2.75x20mm, and 3.0x24mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the proximal, mid, and distal left anterior descending artery (lad). Pre-intervention stenoses in the lad were reported as 50-60% proximal, 90% mid, and unspecified distal. It was noted that the distal lesion was "difficult to image due to the patient's extreme obesity." It was reported that "timi antegrade flow through the first lesion was grade iii, the second was grade ii, the third was grade ii." Intravascular ultrasonography (ivus) was performed on the lad revealing " soft plaque," " irregular plaque characteristics," and a luminal diameter of 70%. "No plaque fracture or subintimal hemorrhage" was observed. A 2.5x20mm balloon catheter was "positioned in the distal lesion" and inflated to 8 atm. The balloon catheter was then "pulled back to the mid lesion and was inflated to 13atm for 32 seconds." Angiographic imaging revealed "improvement but suboptimal interventional result." A 2.5x24mm taxus stent was deployed at 12 atm for 45 seconds in the distal lad revealing "improved" angiographic results. Then a 2.75x20mm taxus stent was deployed at 12 atm for 45 seconds in the mid lad, "approximating the origin of the first taxus stent that was deployed distally." Subsequently, a 3.0x24mm taxus stent was deployed at 12 atm for 45 seconds "just below the origin of the first diagonal artery" in the lad. The "final angiographic result was excellent with no significant residual lumen diameter narrowing in the proximal/mid, mid, and distal lesions." Timi "antegrade flow was grade iii throughout." It was reported that the patient "had no chest pain" and "no electrocardiographic changes at the termination of the procedure." The patient received heparin "for purposes of the intervention" and "developed hematuria." The patient was discontinued on integrilin during the procedure. The patient also received intra-coronary nitroglycerin during the procedure. No further complications were reported. The patient presented 348 days later with "unstable angina" and "severe in-stent restenosis" in the lad. It was reported that "there was severe stenosis proximal to the first stent involving the first diagonal branches." This was noted to be a "bifurcation lesion with additional in-stent restenosis proximally." Between the proximal and mid stent there was a "gap with moderate tubular lumen narrowing with haziness." Also the proximal portion of the distal overlapping stent was "severely diffusely restenotic." It was stated that "the most likely reason for restenosis was under deployment of the stents" and ivus would therefore be performed. "Given the severe disease" in the lad, initially angioplasty was performed with a 2.5x30mm balloon inflated to 12 atm for 45 seconds distally, 14 atm in the mid segment, and 14 atm proximally. Ivus was performed and revealed that "each stent" was "approximately ? Size smaller than the intended inflation size." A 2..5x28mm non-boston scientific stent was deployed at 12 atm for 63 seconds in the mid lad. A 2.5x12mm non-boston scientific distal lad. A 3.0x33mm non-boston scientific stent was deployed at 12 atm for 63 seconds in the mid lad. A 2.5x12mm non-boston scientific balloon was positioned at the bifurcation of the lad and the 1st diagonal artery and inflated to 8 atm for 58 seconds. Next, a "t stenting procedure was performed on the proximal portion of the lad into the diagonal branch artery." A 2.5x13mm non-boston scientific stent was deployed in the distal diagonal branch artery. Then a 3.5x18mm non-boston scientific stent was deployed at 12 atm for 54 seconds in the proximal lad. Angiographic imaging revealed "haziness in the mid portion vessel." Ivus was repeated showing that the stents "remained under deployed." Angioplasty was repeated using a 2.27x13mm non-boston scientific balloon in the distal lad and 3.0x20mm non-boston scientific balloon in the mid and proximal lad. The segments were inflated to 16 atm. It was reported that during the inflations, the patient "had chest pain, became nauseated, hypotensive and bradycardic." The patient was treated with atropine, neosynephrine, and zofran. An emergent echocardiogram was performed showing "no pericardial effusion." The "final angiography demonstrated that there was no perforation and there was good stent apposition." The "stent transition size appeared better and timi antegrade flow was normal post procedure." The intervention was noted to be "successful" with "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7728863 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.